Event description:
It was reported that sheath leak occurred. It was reported that a faradrive sheath was selected for an ablation to treat a paroxysmal atrial fibrillation (paf). During procedure, after the sheath was inserted, the catheter was inserted and perfusion was started. Then, leakage of saline solution from the sheath was observed. The leak was a small volume, and it was considered probable that the leak occurred from the hemostatic valve. Sheath was replaced and procedure was completed. No adverse event to the patient was reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that sheath leak occurred. It was reported that a faradrive sheath was selected for an ablation to treat a paroxysmal atrial fibrillation (paf). During procedure, after the sheath was inserted, the catheter was inserted and perfusion was started. Then, leakage of saline solution from the sheath was observed. The leak was a small volume, and it was considered probable that the leak occurred from the hemostatic valve. Sheath was replaced and procedure was completed. No adverse event to the patient was reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was informed that no air was seen in the sheath nor in the patient.